Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the needle and thread were not firmly attached and tend to detach when removed from the package. Another suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d4 (UDI #), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted four of the needles were returned disengaged from the sutures. The sutures were returned broken and degraded. Upon microscopic inspection of the needles, normal crimp and swage marks were noted. The four disengaged needles' swages were filled with suture material, indicating the suture broke at the attachment point. The perimeter and post sterility seal widths measured greater that 1/8 of an inch. The measurement was taken with a steel rule, calibrated asset 28697. Functional testing on the opened complaint devices was precluded as the needles were returned already detached. It was reported that the needle was detached. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of suture broken that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.